Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws did not open after the 2nd firing. The clamped tissue was pulled out from the jaws and the device was removed from the patient with jaws closing. The device was pulled out from the patient forcibly. There was no damage on the tissue. The target tissue was regular. The cartridge was gold. There was no unexpected resistance in closing and firing. There was no unexpected noise. The device did not clamp something hard such as an existing staple line or clip. Reinforcement material was not used. Staples were formed properly. After this event, echelon device was not used. There were no adverse consequences to the patient. When the sales rep received the device, the jaws were opening.